Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the implantable cardiac monitor exhibited backup operation. After device software download, normal function resumed. The patient would be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).